Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 years 3 months post implant of this bioprosthetic valve, the device was replaced valve-in-valve with transcatheter aortic valve for stenosis and high gradients. No additional adverse patient effects were reported.